Event description:
The customer reported that the device did not seal . No patient injury reported. Another device was used to complete the procedureno further information is available from the site.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.